Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: the lot was manufactured from may 16, 2022 - may 17, 2022. H10: one actual device was received for evaluation. The unit contained 10ml of fluid in the bladder. A visual inspection was performed using the naked eye which did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed, and the flow rate was found to be within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume folfusor underinfused. An incomplete dose was administered to the patient. The issue was identified during use. There was no report of patient injury or medical intervention associated with this event. No additional information is available.